Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer reported was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. The reprocessing of the scope as delayed for two days. A prolonged soak time was used. The suggested event can be prevented by handling device in accordance with the following IFU. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal scope exhibited insufficient or incorrect reprocessing scope was used for the next procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.